Event description:
On (B)(6) 2013, a customer called bio-rad laboratories technical support department to report that when reporting results from an (B)(6) testing run, they made a transcription error. This transcription error resulted in the customer incorrectly reporting a pt as (B)(6) when the sample was actually initially (B)(6) on the (B)(6). The customer reported that the (B)(6) testing run involved in the issue included a number of samples, three of which were being tested in duplicate following initially (B)(6) results. The sample involved in the transcription error was a new pt sample that was coincidentally run directly adjacent to the three previously initially (B)(6) samples. When reviewing the assay results report, the technician accidentally associated the new pt sample identity with other non-reactive pt samples that were located on the same results report. Samples immediately below the new initially (B)(6) pt sample were non-reactive. The customer reported that the assay run was valid and the instrument was performing accurately. The pt sample involved in the transcription error was initially tested on (B)(6) 2013. The transcription error was discovered by the customer when the pt was tested again six months later on (B)(6) 2013 and a repeatedly (B)(6) result was obtained.